Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the biometric identifier login was not working and was asking for a typed out password with an additional witness to log in each time. The customer had rebooted the station multiple times, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed. A field service engineer (fse) reseated the universal serial bus cable of the bio metric identifier to resolve the issue. Fse also adjusted the latch behind the matrix drawer 4 to eliminate the drawer failure. The system functioned as intended after the field service engineer had repaired the device.